Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID 3093-28: lot#: v850462, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient saw her health care provider (hcp) and manufacturer representative ¿yesterday¿ for reprogramming and since had a burning sensation and was leaking. The patient was assisted in switching to program 3 and she still felt a ¿slight¿ burning sensation. About two and a half weeks later it was reported that the nothing had been relieved. The main problem was a burning sensation at the floor of the patient¿s vagina. The patient had sought further help and had appointments on (B)(6) 2013 and (B)(6) 2013. Additional information received reported that the patient has worked and worked with this ¿thing¿ and it did not seem to work. It was noted that the patient had gone back and seen the manufacturing representative for reprogramming ¿and doctor and is discouraged.¿ it was noted that the patient stated that her problem was if she ¿got it up a slight pulsation.¿ it was noted that the patient stated that it worked too much. It was noted that the patient has had a burning sensation for the past month prior to report. It was noted that the patient had met with the doctor and manufacturing representative and tried to adjust the settings on the unit and it was still burning. It was noted that the patient tried standing up and that it did not help. It was noted that the patient tried to keeping it on one program for a month and that did not work. It was noted that the patient knew that the device was working and knew how to change the 4 settings. It was noted that the patient can change the settings and each time she would she felt the vibration for 30 seconds to a minute and then it would go into a burning sensation until the patient would decrease the settings. It was noted that would take the burning sensation away but then there would not be enough stimulation to reduce the patient¿s symptoms. It was noted that the patient lacked basic understanding of patient programmer use. It was noted that the manufacturing representative probably has in his notes that the patient did not have stimulation on. It was noted every time the patient turned it on after it had gone to sleep for a while the stimulator wasn¿t on. It was noted that the patient clarified ¿the monitor.¿ the reporter stated that when she could turn it on the lightning bolt is not on and she can punch the stimulator and the lightning bolt comes on. It was noted that the patient programmer buttons were reviewed and the patient was educated on how to check the status of the device. It was noted that the patient was instructed to turn the stimulation down to 0.0v before turning stimulation on. It was noted that the patient turned on stimulation and stated that she felt the sensation without the burning. It was noted that every time the patient went to turn stimulation on it was already at 2 and that is why she would get the burning. It was noted that it was feeling fine and that it quit doing fine almost a year prior to report. It was noted that patient thought that the device needed to be reset but the manufacturing representative did not suggest that. It was noted that stimulation was not on when the patient met with the doctor and manufacturing representative. The reporter stated that she did have the stimulation on it just turned off when the monitor went off. It was reviewed that stimulation did not turn off when the monitor went off unless the patient pushes certain keys or there are other environmental factors. The reporter stated that she had been playing with the top blue key and it was reviewed that that button was for the stimulation inside of her. It was noted that the patient was at program 3 at 2.2 v. It was noted that the patient was noted that the patent felt like she was on target. Additional information received reported that the patient received assistance form their doctor or manufacturing representative and their concerns were not resolved. It was noted that the patient was discouraged at this time because her problem is not resolved. It was further noted that no matter what program the patient turned to the patient received a burning sensation after a few minutes.